Manufacturer narrative:
MFR control no. Dc980513. Sample has been returned to arrow. Examination of the sample confirmed that the torque cable had fractured at the basket sleeve. It was concluded that the cause of the separation as fatigue failure of the cable. User technique can contribute to this type of occurrence.

Event description:
It was reported that the basket on the percutaneous thrombloytic device separated from the cable during use. The basket was retrieved using a snare. There were no pt complications.